Event description:
Due to 4004 ventricular lead failure - replacement necessary. Uncertain of battery longevity in 7070 pulse generator, replacement of it was done at the time of the lead replacement. Lead replacement furnished by medtronic, inc.